Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and headache. It was reported that the device was not working. There was a new problem in (B)(6) 2017 where it quit working and there was no stimulation. The patient tried both the programmer and the charger. The patient had seen their health care professional (hcp) the day before the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.